Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was fractured. There was no further information provided as of this time. The rv lead remains in service. No adverse patient effects were reported.